Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and dysfunctional uterine bleeding. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psych injury: depression"), acne ("rash/skin condition: acne"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and benign neoplasm ("tumor / teratoma / cancer type: abnormal cells found on c"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and acne had resolved and the depression, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and benign neoplasm outcome was unknown. The reporter considered abdominal pain, acne, anxiety, benign neoplasm, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: event injury updated to pelvic pain - general abnormal bleed, rash, skin condition. Plaintiff currently planning for essure removal. Received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received -event outcome of pain, bleeding, allergy was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and dysfunctional uterine bleeding. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psych injury: depression"), acne ("rash/ skin condition: acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and benign neoplasm ("tumor / teratoma / cancer type: abnormal cells found on c"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal pain, acne, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and benign neoplasm outcome was unknown. The reporter considered abdominal pain, acne, anxiety, benign neoplasm, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: event injury updated to pelvic pain - general abnormal bleed, rash, skin condition. Plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: case category updated to "serious incident". Removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.